Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with 5 bedside monitors (bsm). This occurs about every 15 seconds, where it will go into communication loss for a second and go back to normal. The biomed has rebooted the cns, bsms, and switched out the network cables along with the hit box. However, the bsms still show intermittent comm loss. They rebooted a switch that she believed to be the one that was for the cns, but the network closets and switches are not labeled, so they are not able to tell which switch are assigned to which bsms and cnss. They also have an rns for those bedsides as well and that one sees the comm loss too. The rns is actually a remote display feeding off this cns. They replaced the cns with a newer model, and the beds are still going into communication loss intermittently. Nihon kohden technical support asked if there are other cns or rns stations that are monitoring those same beds, and they said a cns in the same department is, and it is not going into comm loss there. Since the other cns is not showing communication loss for those exact beds, then it may be an issue with the wall jack the cns is connected to or possibly a port on the switch going bad. They stated nothing was labelled in the network closets, so they do not know what cable goes where. Technical support stated that unfortunately there is not much, they can do over the phone since this is coming down to wall jacks or ports on the switches. The biomed then disconnected the call. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the 5 bedside monitors were being used in conjunction with the cns, but no model or serial numbers were provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with 5 bedside monitors (bsm). This occurs about every 15 seconds, where it will go into communication loss for a second and go back to normal. The biomed has rebooted the cns, bsms, and switched out the network cables along with the hit box. However, the bsms still show intermittent comm loss. They rebooted a switch that she believed to be the one that was for the cns, but the network closets and switches are not labeled, so they are not able to tell which switch are assigned to which bsms and cnss. They also have an rns for those bedsides as well and that one sees the comm loss too. The rns is actually a remote display feeding off this cns. They replaced the cns with a newer model, and the beds are still going into communication loss intermittently. Nihon kohden technical support asked if there are other cns or rns stations that are monitoring those same beds, and they said a cns in the same department is, and it is not going into comm loss there. Since the other cns is not showing communication loss for those exact beds, then it may be an issue with the wall jack the cns is connected to or possibly a port on the switch going bad. They stated nothing was labelled in the network closets, so they do not know what cable goes where. Technical support stated that unfortunately there is not much, they can do over the phone since this is coming down to wall jacks or ports on the switches. The biomed then disconnected the call. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) and remote network station (rns) were in comm loss with 5 bedside monitors (bsm). The biomed had rebooted the cns, bsms, switched out the network cables along with the hit box, and rebooted a switch, which did not resolve the issue. They stated that nothing was labelled in the network closets, so they do not know what cable goes where. Technical support stated that unfortunately there is not much, they can do over the phone since this is coming down to wall jacks or ports on the switches. The biomed then disconnected the call. No patient harm or injury was reported. Investigation summary: the root cause is determined to be the facility's network environment. A combination of defective/old ports and a lack of organization are the most likely cause of issues. Comm loss is an error message notifying the user of loss of network communication between the monitoring devices and the cns. Possible causes of a communication error message on a bsm could be when the network cable or connector is disconnected or faulty, if the wireless router or hub is faulty, if the settings of the bedside monitor are not the same as the cns or if there are duplicate ip addresses being used by more than one bed.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with 5 bedside monitors (bsm).